Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer stated that she changed the battery multiple times and that the insulin pump alarmed battery out limit. She was unable to clear the alarm due to the keypad anomaly. The customer's blood glucose was 190 mg/dl. She stated that she was going to give a bolus when she noticed that the act button did not respond. She stated none of her attempts resolved the issues. She observed a very small crack in the screen. The customer did not observe any other significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.